Manufacturer narrative:
Since the device was not received for investigation, the complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is returned, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. The product failure was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the j-lock cannula presented with a break. It was reported that all pieces were retrieved and did not occur near the patient. The failure was discovered during product inspection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the j-lock cannula presented with a break. It was reported that all pieces were retrieved and did not occur near the patient. The failure was discovered during product inspection.